Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot in march of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The jaws of the applier were loose, so some clips fell in the patient. All the clips were removed and no health injury was reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The jaws of the applier were loose, so some clips fell in the patient. All the clips were removed and no health injury was reported.